Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- the lats rd tool suggest za71 is always not reportable for mmt-6101.so event submitted under regulatory report 2032227-2025-320041 is not-reportable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, flu, pneumonia. The customer reported no other device connected to pump due to battery died. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection, had an emergency visit to hospital. The event involved product(s) mmt-6101, mmt-1884, mmt-442ag, mmt-342g, mmt-7841zn. Troubleshooting was performed for the communication issue and it was resolved with transmitter and not resolved with mobile application. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Troubleshooting was performed for the harm. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-442ag, mmt-342g, mmt-7841zn. Product return is not applicable for non physical devices mmt-6101.